Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. Additionally, the instrument was found to have damaged conductor wire insulation and charring and/or localized melting on the yaw pulley at the front of the yaw pulley. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. There was no material missing and the conductor wires were exposed. The conductor wire was not frayed or broken. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon reported that the maryland bipolar instrument was no longer following the console commands. A loose steel wire was observed. The instrument was replaced with another instrument to continue the surgical procedure. The procedure was completed with no reported injury.